Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 700 mg/dl. Customer had symptoms of vomiting, thirst, abdominal pain and out of it. Customer was hospitalized due to diabetic ketoacidosis and heart attack. Customer was hospitalized for seven days and was treated with insulin drip and liquids. Customer was wearing insulin pump at the time of hospitalization, but it was removed upon arrival to the emergency room. Customer requested to send insulin pump back and to discontinue insulin pump therapy.